Event description:
In 2009, the pt's sister reported that three days prior, when she changed her infusion set tubing, headset and insulin infusion device battery, the pt has had elevated blood glucose readings up to 500 mg/dl. Her current reading is 467 mg/dl. Symptoms were dizziness and confusion and she said the pt fell 2 times because of the dizziness. She stated the pt had abdominal surgery 2 weeks ago and her asthma has been "bad". She stated the pt was on antibiotics from surgery but they were stopped the same day her elevated readings began. She stated the pt stopped using her infusion device last night and went on insulin injection therapy. Troubleshooting did not find any product issues. The pt is going to see her doctor this afternoon. In the same month, the pt's sister stated the pt is currently in the hospital due to a low blood glucose reading 2 nights ago. She said the pt was not using her infusion device at the time of the incident as she had pneumonia and elevated readings and was put on insulin injections. On further f/u the following month, the pt's sister stated the pt is out of the hospital. She said the pt will remain on injection therapy until her recovery is complete. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.